Event description:
It was reported that the prostiva handpiece needles failed to retract into the cartridge. The patient experienced severe bleeding. The procedure was aborted. Further information is being requested from the manufacturer representative.

Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).